Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been heavily eroded. The electrode legs are embedded in the spacer tip and a portion of the electrode was returned in a baggie. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma could no longer be generated, this failure has been determined to be related to the reported event. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the tip electrode of the super multivac wand fell off inside a patient¿s body. The tip electrode was retrieved from the body. It is unknown if there was a back up available to complete the procedure. There was a surgical delay less than 30 minutes and no further complications were reported.